Event description:
It was reported that about 5cm of suture was caught in the aluminum package when the package was opened and there was a channel in the heat sealing portion. This was identified before use and it was not used on a patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Device (B)(4) - product caught in seal. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The suture was loose in the package and there was no void in the foil package.